Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The sds was advanced to the target lesion; however, it was noted that the stent was not on the balloon. It should be noted that the multi-link 8 coronary stent systems (css) instructions for use (IFU) states: prior to using the css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the 3.50x28mm multi-link stent delivery system (sds) was prepped for the procedure then the sheath was removed from the device. The procedure was to treat a 90% stenosed de novo lesion in the heavily calcified, mildly tortuous mid left anterior descending artery (mlad). The sds was advanced to the target lesion; however, it was noted that the stent was not on the balloon. The stent was noted to have become dislodged during removal of the protective sheath during preparation. The sds was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size multi-link stent was used to complete the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.